Event description:
It was reported that there was no liquid in the vial and the lens was dry. Reportedly, white powder was present in the packaging. The lens was not used and no other devices came in contact with the lens. Reportedly this issue occurred with two lenses. This report references lens 1 of 2. Reference MDR # 1313525-2015-00680 for lens 2 of 2 involved in the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.